Manufacturer narrative:
Patient reported good pain relief while the systems were in use and is requesting re-implantation when cleared. No lab testing was performed to confirm the presence or type of infection. It was noted during investigation that the patient is diabetic, has poor vision, poor hearing, and is suspected to have poor compliance with post-op wound care. There is no indication that the nalu components caused or contributed to the condition of the patient's surgical wounds. Suspect patient condition and habits contributed to poor wound healing and subsequent suspected infection. Poor wound healing and infection of incision sites are known inherent risks of invasive procedures.

Event description:
Patient was implanted with two nalu peripheral nerve stimulator systems on (B)(6) 2024 to treat bilateral knee pain. On 04apr2024 the firm was notified that the physician suspected infection at both lower extremity surgical incision sites and was planning to remove both systems. On (B)(6) 2024 both nalu systems were explanted due to the suspected infections.